Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a 2.4mm/2.7mm variable angle (va) locking plate and eighteen (18) unknown 2.7mm locking screws on an unknown date in (B)(6) 2018 to treat a patella fracture. On (B)(6) 2018, the patient was returned to the operating room to remove the implanted devices due to failure of the skin graft and an infection. The procedure was completed successfully without any delays . Patient outcome was satisfactory. After the infection had healed, patient was again returned to surgery on (B)(6) 2018 where surgeon performed the revision. Patient was revised to another 2.4mm/2.7mm va locking mesh plate, an unknown quantity of 2.7mm locking screw, and a skin flap. Surgery was completed successfully and patient outcome was again satisfactory.

Manufacturer narrative:
(B)(6). Additional classification code: hwc. Date of event is unknown. Implant date unknown. It occurred in (B)(6) 2018. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a 2.4 mm/2.7 mm variable angle (va) locking plate and eighteen (18) unknown 2.7 mm locking screws on an unknown date in (B)(6) 2018 to treat a patella fracture. On (B)(6) 2018, the patient was returned to the operating room to remove the implanted devices due to failure of the skin graft and an infection. The procedure was completed successfully without any delays. Patient outcome was satisfactory. This is report 1 of 2 for (B)(4).